Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) of 2021 the pts implant became "dead" and they could not get in for a replacement until (B)(6); during that time pt suffered greatly. Pt had the surgery done in (B)(6) but lived in (B)(6). Pt was told they had to wait 30 days before they could get adjusted for adaptive stimulation. Pt was requesting contact information for a medtronic representative in their area. Ps emailed local medtronic representatives requesting them to contact pt.